Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the "high 300 (mg/dl)" range. Reportedly, customer experienced stress from fracturing their wrists. It was also reported that the customer was using insulin from an old cartridge because they did not have another available insulin vial. Customer continued pump therapy to treat bg levels. Although requested by tandem technical support, contact declined to perform troubleshooting for the pump. Contact indicated that a new cartridge had been loaded on the pump to continue pump therapy.